Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced card cage to resolve the issue. The system was verified and ready to use. Isi has not received the card cage for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure that none of the arms were responding. There was a fiber need clear prompt present. The technical support engineer (tse) recommended checking the fiber cable connection at both the patient side cart (psc) and vision side cart (vsc). The psc fiber cable indicator was red. The tse guided the caller with reseating the fiber cable and rebooting the system. The site decided to convert to laparoscopic surgery. There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following additional information via follow up: the procedure was converted to laparoscopic due to the patient side cart having a loose connection to the vision side cart. It is unknown if the additional ports were added, or if the port sizes were increased.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The card cage was analyzed. Upon visual inspection, no issues were found that would be related to the reported failure. The card cage was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error with good image. The audio is loud and clear. Emergency power off (epo) functionality test, passed. Ran 50x power cycles with this part, all passed. All the gantry motors were moved the full range of motion without any issue. The part remained on the test for hours in normal operation while testing other the part, it performed without any error. Based on fa, the reported failure was not confirmed and not replicated. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified.